Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for unspecified microbial contamination. In addition to the microbial contamination, it was also reported that there was no image on the device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d8, d9, h4, h6. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The results of third-party culture tests provided by the user are listed below: sampling date: sep 13, 2024. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: bile-tolerant gram-negative bacteria. Sampling date: sep 26, 2024. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: distal end. Cfu: absent. Bacterial identification: n/a. Confirmed result of the actual item. Based on the result of culture test at the third-party provided by olympus, bacteria were detected. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.